Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event in which the patient fell down and claimed that she did not hear the alert only vibration on (B)(6) 2014. At the time of the hypoglycemic event, the patient reported that her cgm was reading approximately 40 mg/dl and her blood glucose meter was reading 23 mg/dl; at which time, the patient's sister gave her a piece of cheese, muffin, and milk to treat her low. Patient did not need any further medical intervention. At the time of the call to dexcom technical support, the patient stated that she was okay.